Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during initial implant procedure, the right ventricular lead exhibited high impedance. Different cables were used to test the impedance but it was still noted to be high. The lead was repositioned twice with high impedance noted each time. The lead was removed and replaced. Patient was stable before, during, and after the procedure.